Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for an 89 year old female patient sample. The following data was provided: (B)(6) 2023 sample ID (B)(6) result = 982.6 pg/ml 53431ud00. (B)(6) 2024 sample ID (B)(6) result = 963.6 pg/ml 55359ud00. Result at another laboratory on roche = 0.048 ng/ml. (B)(6) 2024 sample ID (B)(6) result = 952.2 pg/ml 55359ud00. The patient has a medical history of hypertension, dyslipidemia, heart failure, and takes the following medications: nifedipine cr, alfacalcidol, carbocysteine, 1 blocker, recalbon, atorvastatin, and clarith. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected. Ticket trending review did not identify any trends. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot and complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for complaint lot are within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Based on the information within the complaint, the device met performance specifications and performed as intended. Per the expected values section in product labeling, the 99th percentile cutoff for female patients in the age range of 21 to 75 years is 15.6 pg/ml. Expected ranges for female patients > 75 years old have not been established. Based on the investigation architect stat high sensitive troponin-I lot number 55359ud00 is performing as intended. No systemic issue or deficiency of the architect stat high sensitive troponin-I reagent was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for an 89 year old female patient sample. The following data was provided: (B)(6) 2023 sample ID (B)(6) result = 982.6 pg/ml 53431ud00 (B)(6) 2024 sample ID (B)(6) result = 963.6 pg/ml 55359ud00 result at another laboratory on roche = 0.048 ng/ml (B)(6) 2024 sample ID (B)(6) result = 952.2 pg/ml 55359ud00 the patient has a medical history of hypertension, dyslipidemia, heart failure, and takes the following medications: nifedipine cr, alfacalcidol, carbocysteine, 1 blocker, recalbon, atorvastatin, and clarith. No impact to patient management was reported.